Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, video system not booting up resulting in no image on screen occurred due to failure of the printed-circuit board. The cause of the faulty dp board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during preparation for use, the visera elite ii video system center was not booting up correctly. The front panel is stuck on the olympus logo, touch function is non-operational and no image on the screen. The scheduled laparoscopic cholecystectomy was completed using a similar device with no significant delay. No death or injury and no impact to patient or other was reported.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The touch screen is not booting up beyond the olympus logo and is non-functional due to a defective printed circuit (dp) board. Additionally, there is no image that displays on the monitor, also due to a defective dp board. A visual inspection found corrosion on the dp board. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The touch screen is not booting up beyond the olympus logo and is non-functional due to a defective printed circuit (dp) board. Additionally, there is no image that displays on the monitor, also due to a defective dp board. A visual inspection found corrosion on the dp board. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.